Manufacturer narrative:
Analysis of the device on return to the manufacturer was a device failure (as per the device analysis report). This report is submitted on june 24, 2021.

Manufacturer narrative:
This report is submitted on december 4, 2020.

Event description:
Per the clinic, the patient experienced intermittent static noises with device use; however, the issue could not be resolved through troubleshooting. The device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.